Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized. The analysis of the lead demonstrated a damaged insulation at a distance of some 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cable to the ring electrode and to the rv shock coil were found damaged. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 6 months after the implantation the patient received 2 inappropriate shocks. The interrogation of the ICD showed that the pacing impedance of this lead fell down from 750 to 290 ohms. A lead fracture was suspected. No adverse patient side effects were reported. This lead was explanted, but no date of explant was provided.